Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise oversensing that was reproducible with body movements. Programming changes were made. The patient was stable.